Event description:
It was reported that the patient experienced leak at the quick release event occurred on (B)(6) 2026. This led to high blood glucose level for which the patient managed with an insulin pump. The issue was resolved by changing the infusion set. No further information available.

Manufacturer narrative:
E1: event country: china. Name: medtronic minimed. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).